Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. The crimped stent was detached from balloon and not returned with device for analysis. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. A visual and tactile examination found a hypotube kink 101mm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip profile of the device showed no signs of damage. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 30-nov-2015. It was reported that crossing difficulties were encountered. The 88% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending (lad) artery. Following predilation with a 1.25mm non-bsc balloon catheter, a 24 x 2.75 promus premier stent was selected for use and advanced but failed to cross the lesion. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detachment.